Event description:
Customer's wife called and reported a hospital visit. Caller stated that the insulin pump is not delivering the correct amount of insulin. The customer will program the basal amount and he does not receive the entire delivery. The current blood glucose reading is 400 mg/dl. Caller stated that the blood glucose reading are not coming down and she will take the customer to hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.